Manufacturer narrative:
(B)(4) the device has been received. Investigation is not yet complete. A follow-up will be submitted upon competition of device analysis.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their transmitter had an unknown residue on the underside of it. Additionally, it was stated that there was a scrape along the edge, on the top corner when the transmitter is held face up and there is white residue along the scrape. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of the transmitter having an unknown residue on the underside of the transmitter was not confirmed. A root cause could not be determined.